Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for analysis. A cassette was attached to the device and ran with no issues. The analyst could not duplicate the "no disposable" alarms. It's recommended to recalibrate the upstream sensor and replace the downstream sensor as preventive measure.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited a continuous no disposable tubing alarm. No adverse effects were reported.